Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: the op-nurse loaded properly the instrument with the magazine (sulu). But after the firing, no staples were deployed. The nurse thinks the magazine (sulu) did not contain staples. No staples or no firing possible. Operative time extended by more than 30 minutes. No additional bleeding and no tissue damage were reported. No patient injury was reported.